Manufacturer narrative:
Photographs provided with the event report confirm the product failure. The strike plate has fractured at the alignment guide groove. The reported issue has been identified as an anticipated end of life failure in the product risk management file. The risks associated with the strike plate fracture have been reduced as a far as possible and residual risk is low and acceptable. Occurrence levels remain acceptable. The failure will continue to be tracked as part of routine trend monitoring activities. The cause of the issue is fatigue following many years of use and reuse. No corrective action is considered necessary at this time.

Event description:
The back part of the impactor broke while the cup was being impacted. Since the impaction was almost complete, no backup instruments were used and the surgery was completed successfully. Event occured in japan. Product is also marketed in the us.